Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 17643035, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a non-device related infection at the lead site. The patient was noted to have been implanted not too long ago, and his incision did not quite heal and got infected. Symptoms included fever and redness at the lead site. Antibiotics were prescribed, and the patient underwent an explant procedure.